Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 1 patient sample on a cobas 6000 c 501 module. The initial result was 15.1%. The customer questioned the high result and repeated the sample. The repeat result was 6.7%. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found a bent sample probe and repaired and adjusted it. A precision test was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.